Event description:
It was reported that stent damage ocurred. Vascular access was obtained via the femoral artery. The 20x2.75mm, eccentric and restenotic target lesion with a bend of <=45 degrees was located in the mildly tortuous and mildly calcified distal and mid left circumflex artery. Predilatation was performed with a 2.75x20mm balloon catheter. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, a 2.75 x 20 synergy drug-eluting stent was advanced; however, the device failed to cross the lesion. The device was removed from the patient's body and it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.